Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter (sgc) device referenced is filed under a separate medwatch report number. Date of event, implant/explant date: dates estimated. Article titled, "a large iatrogenic tearing of atrial septal defect after mitraclip implantation: a rare and cautionary complication during transcatheter edge-to-edge mitral valve repair."

Event description:
This is filed to report the clip becoming tangled in the chordae. It was reported in an article that the patient underwent a mitraclip procedure to treat severe mitral regurgitation. It was noted that the patient had a floppy septum, however the steerable guide catheter (sgc) was inserted, and the clip delivery system (cds) was advanced to the valve. Cds manipulation was difficult because of tangling with the chordae. Eventually, both leaflets were optimally grasped and the ntw clip was implanted reducing the mr to mild. Post procedure transesophageal echocardiography (tee) revealed an unexpectedly large tear (16.3mm long) originating from the iatrogenic atrial septal defect (asd). Emergent closure of the large asd was not required as the patient was stable despite having bidirectional shunting. It was suggested that the interference between the cds and chordae during clip manipulation could have produced an unexpected force on the floppy-shaped atrial septum, causing a large tearing asd. No additional information was provided. Details are listed in the attached article titled, ¿a large iatrogenic tearing of atrial septal defect after mitraclip implantation: a rare and cautionary complication during transcatheter edge-to-edge mitral valve repair.¿ no additional information was provided.

Event description:
N/a

Manufacturer narrative:
The product was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no lot information was provided. Based on the information provided, the reported clip becoming tangled in the chordae appears to be due to the combination of challenging patient anatomy and procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.